Event description:
Medium hemovac drain was used for a patients shoulder. Upon removal of the drain it broke, causing a piece to be left in the wound. Patient ws taken back to surgery to have drain piece removeddevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.